Event description:
An employee, nurse had reported that she injured herself trying to move the c-arm. She stated that when she tried to disengage the rear brake that the system was hard to move. However, instead of rechecking the brake or asking for help, she continued to try and transport the c-arm down the hall to the o.r. After reaching her destination she realized she was hurting. She later underwent an MRI. Initial inspection of brakes revealed slight play in the foot pedal and the pedal could be positioned in such a way that the brake could remain partially enguaged. This could also happen if the pedal was not brought to level when disenguaging the breaks. However the pedal could also easily rechecked or repositioned to alleviate all brake resistance. The nurse had a rotator cuff tear that was surgically repaired.

Manufacturer narrative:
Several attempts were made to contact the hospital to inquire to the extent of the injury. It was not until 8/11/2006 that ge healthcare learned of the rotator cuff tear. Oec device was evaluated and determined to be functioning properly. Our investigation determined that this incident was caused by user error.